Event description:
The core universal driver was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have worn or damaged parts including damaged flexes.